Manufacturer narrative:
There were multiple lot numbers reported to "possibly" be involved. The information for each lot number is as follows: medical device lot #: 0045090. Medical device expiration date: 2021-08-31. Device manufacture date: 2020-02-14. Medical device lot #: 0105818. Medical device expiration date: 2021-10-31. Device manufacture date: 2020-04-14. Initial reporter state: address information was not able to be obtained. Ny was used as a place holder based on the initial reporter facility. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd microtainer® map microtube for automated process k2 edta 1.0 mg sample clotted. Patient was redrawn. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported that sample clotted.

Event description:
It was reported that during use with a bd microtainer® map microtube for automated process k2 edta 1.0 mg sample clotted. Patient was redrawn. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that sample clotted.

Manufacturer narrative:
H.6. Investigation summary bd integrated diagnostics systems (ids) had not received any sample and/or photos from the customer facility. The device history records could not be reviewed as the lot number is unknown. A review of specimen handling parameters should be reviewed for this tube type. Bd was unable to confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.